Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported settings not available - oor message on their device since three days ago. Pt described when it started, they felt an electric shock feeling. Pt confirmed that they charged both the ins and controller and reset the controller, but this did not resolve. Pt added the stimulation keeps turning on and off on its own and they can't increase or decrease stimulation like they normally could. Agent had pt try groups a and b; pt indicated b worked but seemed to confirm oor message in all groups. Agent reviewed message and redirected to manufacturer representative (rep) and hcp to further address. Pt mentioned previously documented information that they had something similar happen in august and saw rep for reprogramming.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was provided that the pt was getting the settings not available message.  No symptoms reported.  The pt contacted the manufacturer representative (rep) on (B)(6) 2024.  The rep redirected them to the doctor and the pt met with another rep.  The rep told the pt that there was "a tiny lead wire" that had stopped working.  The rep performed reprogramming.  No further information was provided. On (B)(6) 2025 additional information was obtained from the rep that met with the pt at the doctor's office. They reported they met with the pt at the doctor's office on (B)(6) 2024. The pt was in for normal programming. No device or therapy issues were reported by the pt at that time. During the reprogramming, the rep noticed that one of the contacts had a slightly elevated impedance just over 4000 ohms. The specific impedance value could not be recalled by the rep. The rep reprogrammed around the contact with the high impedance. The pt was satisfied with the programming and they hadn't heard from the patient since then. No information was provided to suggest there was any physical damage to the leads.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial#(B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.